Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma, lymphadenopathy and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, lymphadenopathy, capsular contracture, baker grade unknown and silicone migration.

Event description:
Healthcare professional reported rupture, granuloma, lymphadenopathy and capsular contracture, baker grade unknown. Later healthcare professional later reported silicone migration. The device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Migration silicone: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.